Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineer. G4: 510(k) number: k130520. H6: investigation findings - code 642 is based upon the evaluation of the provided image; code 213 is based upon functional testing of the returned sample. Confirmation of the provided image: the display read, "arterial temperature 24.1, venous temperature 25.0" therefore, it was confirmed that the arterial temperature was displayed low. Visual inspection of the actual device upon receipt: no anomaly such as breakage was found. Confirmation of the temperature of the actual device: after connecting the temperature sensor cable to the thermistor probe (venous temperature) of the reservoir and the thermistor probe (arterial temperature) of the oxygenator of the actual device (room temperature), each temperature display was confirmed. The venous temperature and the arterial temperature were displayed as the same temperature, and no event described in the reported issue was found. No anomaly was found in the manufacturing record and the shipping inspection record of the actual device. No other similar report of the product with the involved product code/lot number was found. Based on the investigation result, no anomaly was found in the manufacturing records, and no anomaly such as breakage that could lead to the temperature measurement failure was found in the actual device. Since the event described in the reported issue could not be confirmed, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility that the pre-connection circuit was set up on the cpb and a temperature probe was connected. The divergence between the arterial temperature and the venous temperature was nearly 1°c. This was determined to be a malfunction, and the device was replaced. After replacing the device, there was no temperature divergence; therefore, this device was used. A spare pre-connector circuit was used as a replacement. The procedure outcome was not reported. The event occurred pre-treatment; therefore, there was no patient involved.